Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 17, 2017 that a flexiva 200 laser fiber was used during a flexible ureterolithotripsy procedure in the renal pelvis performed on (B)(6) 2016. Reportedly, the laser unit used was a h15 dornier laser with settings of power: 1000 and frequency: 6. According to the complainant, during the procedure and outside the patient, the laser energy was observed to be escaping outside the intended tip location of the fiber while performing a leakage test. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber and the fiber face within the sma connector. There was no light escaping along the body of the fiber. Functional analysis revealed that the aiming beam was round and weak with effective transmission of 46%, this indicated a clean fiber break within the connector. The condition of the returned incident device showed no evidence of the alleged issue which could have contributed to the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a flexible ureterolithotripsy procedure in the renal pelvis performed on (B)(6) 2016. Reportedly, the laser unit used was a h15 dornier laser with settings of power: 1000 and frequency: 6. According to the complainant, during the procedure and outside the patient, the laser energy was observed to be escaping outside the intended tip location of the fiber while performing a leakage test. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.